Event description:
It was reported that "in a life-threatening emergency situation, in order to perform an intubation, the anaesthetist faced an issue using the laryngoscope and its blade. The anaesthetist tried to connect the blade to the handle but, he faced difficulty and found it impossible to connect, he forced to make the connection and the plastic part of the blade broke at the connection level. The blade and the handle (teleflex device cat# 4411100) used were both in the emergency cart. Clinical consequence: there was a delay in the process of the intubation because the staff needed get a spare device".

Manufacturer narrative:
Qn# (B)(4). The customer returned the actual sample involved in the event in addition to a rusch laryngoscope handle. The samples were forwarded to the manufacturing site for evaluation. The manufacturing site reports a visual exam was performed and it was observed that the light pipe on the blade was broken, but the spot welding joint was intact. The device history record was reviewed and no issue that could have contributed to the reported failure was noted. The device was manufactured according to release specification. The device is inspected prior to release thus it is confirmed that it left the manufacturing facility fully functional. The manufacturer also reports: "it has been identified that defective handle is not compatible for greenlite products because greenlite blades have fibre optic light pipe therefore green spec handles are recommended for fibre optic blades. Even in complaint summary note,it is clearly stated that the anesthetist tried to connect the blade to the handle but he faced difficulty and found it impossible to connect, he forced to make the connection and the plastic part of the blade broke at the connection and as per investigation outcome it is identified that the head width of the handle complaint sample is less as compare to green spec handle which actually restrict the entry of blade in the head and can cause light pipe breakage of blade. In further investigation to confirm the light guide breakage of products, we took the fresh blades of greenlite family and performed the fitment testing with complaint sample and as well as with green spec handle and we have observed that blades were compatible with green spec handle whereas blades were not compatible with the handle complaint sample and we have faced difficulty and found impossible to connect the blade with handle and we applied force on the blade to make the connection and that time light pipe of the blade got broke." Based on the investigation performed, it was identified that the customer has used the wrong handle for application, causing the light pipe to break during engagement onto the handle. The handle that was returned is not compatible for the greenlite products family blade. This is a user related error of wrong product selection for use.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that "in a life-threatening emergency situation, in order to perform an intubation, the anaesthetist faced an issue using the laryngoscope and its blade. The anaesthetist tried to connect the blade to the handle but, he faced difficulty and found it impossible to connect, he forced to make the connection and the plastic part of the blade broke at the connection level. The blade and the handle (teleflex device cat# 4411100) used were both in the emergency cart. Clinical consequence: there was a delay in the process of the intubation because the staff needed get a spare device".